Manufacturer narrative:
Based on the information available, the cause that contributed to the reported fiber break cannot be established as the product is not available for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fiber break cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber had no indicator light and was found to be broken. The fiber was replaced, and the procedure was completed with a second fiber and no complications to the patient.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the fiber identified a fiber body break between the input connector and control knob. The fiber was tested with the hene laser and most of the output escapes from the fracture location. The glass cap exhibited no devitrification at the output window, and the metal cap exhibited no charred detritus adhesion on its surface. Based on the information available, boston scientific concludes that the cause that contributed to the reported event of fiber break is unintended user error caused or contributed to the event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a procedure, the fiber had no indicator light and was found to be broken. The fiber was replaced, and the procedure was completed with a second fiber and no complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber had no indicator light and was found to be broken. The fiber was replaced, and the procedure was completed with a second fiber and no complications to the patient.